Event description:
It was reported that the patient with this recently implanted left ventricular (lv) lead experienced phrenic nerve stimulation in all configurations. Subsequently, the lv lead was explanted and successfully replaced. The new lead was placed as left bundle branch (lbb) lead. As a result, the new lead required a new cardiac resynchronization therapy pacemaker (crt-p) model. Other than surgery, no additional adverse patient effects were reported. This lv lead is not expected to return for analysis since it was retained by the explanting hospital.